Manufacturer narrative:
The following products were used in the surgery: (1) product ID: 7770723, lot: 0514642w, 510(k): k172199, UDI: (B)(4), quantity: 01; (2) product ID: 6430530, lot: 0593585w, 510(k): k143375, UDI: (B)(4), quantity: 01; (3) product ID: 54750016545, lot: h5422123, 510(k): k143375, UDI: (B)(4), quantity: 04; (4) product ID: 641100050, lot: 0420224w, 510(k): k143375, UDI: (B)(4), quantity: 01; (5) product ID: 641100055, lot: 0409967w, 510(k): k143375, UDI: (B)(4), quantity: 01; (6) product ID: 1664017, lot: 0648676w, quantity: 01 (this product is not approved for sale in us but a similar device with catalog# 6430530, 510k# k143375 and UDI (B)(4) is approved for sale in us.); (7) product ID: 7600105, lot: 215150530, 510(k): k082918, UDI: (B)(4), quantity: 01. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar interbody fusion and percutaneous screw fixation at level l4-5 due to lumbar spinal canal stenosis. In addition, autogenous bone and graft were mixed into grafted bone and it was inserted into intervertebral space. No problem with mep was observed during and after the operation. After 4-5 hours of operation, paralysis became worse than pre-op. CT imaging was taken immediately to check implant position and it was confirmed that all the implants were placed in proper position. The next day, when MRI imaging was performed, shadows like hematoma were found outside dura. From the next day, degree of paralysis became lighter, so it was decided to observe the state. A week after the operation, condition of the patient was reported to be became better than the pre-operative condition, and the patient is also satisfied with it. In the opinion of the physician, the adverse event was not caused by the implants.